Manufacturer narrative:
Data correction to device identifier.

Manufacturer narrative:
D4: unique device identifier (UDI) was corrected.

Manufacturer narrative:
Functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that there was no audio sound; the speaker had no sound during the start-up test. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The device was operational after repairs were completed, and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction. It is unclear if the speaker was unable to produce sound, or if the issue was only an inoperative error message with sound present. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.